Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: radiology technologist the actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that after a right carotid stenting procedure with access in the right common femoral artery (cfa) using a 6 french (6f) sheath, a right cfa/access angiogram was performed. When performing the closure using the 6f angio-seal, after the angio-seal device was inserted into the sheath, the doctor set the anchor. However, when he tried to seal the arteriotomy, the angio-seal device and sheath came out together. The staff stated that the doctor could see the anchor was still intact within the sheath. The doctor held pressure on the access site, and the patient left the room in stable condition. Estimated blood loss was less than 250 cubic centimeters (cc). The event occurred intra-operatively. No medical or surgical intervention was required. The type of procedure performed was a right carotid stenting.